Event description:
The manufacturer received information alleging a ventilator had a blank display. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's software was reloaded and lcd screen's connection contacts were cleaned to address the issue.